Event description:
It was reported that the patient was seen because a patient alert sounded. It was discovered that the left ventricular lead had low impedance and increased thresholds. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was also noted that the distal conductor was stretched, the distal conductor had blood/body fluid (not obstructed), the distal conductor was fractured (overstress), the outer insulation was melted, the outer insulation was torn, ther outer insulation had a cosmetic depression, the lead was stretched, and the lead had apparent explant damage.